Manufacturer narrative:
The pipeline device will not be returned for analysis as it was implanted in the patient. The cause of the branch occlusion not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Lin, n. Et al (2016). Treatment of distal anterior circulation aneurysms with the pipeline embolization device. Neurosurgery. 2016 j ul;79(1):14-22. Doi: 10.1227/neu.0000000000001117. Mdrs related to this article: 2029214-2016-00453 2029214-2016-00454 2029214-2016-00455 2029214-2016-00456 2029214-2016-00457 2029214-2016-00458.

Event description:
Medtronic received information from literature review that a patient experienced branch occlusion after pipeline implantation. The patient had a long history of tobacco use and underwent evaluation of a headache. The patient was found to have a large aneurysm in the right middle cerebral artery (mca). Diagnostic cerebral angiogram demonstrated an unruptured, fusiform aneurysm along the right m1 segment, measuring 9.5x11.3 mm. The patient was treated with one pipeline device. Control angiogram after pipeline placement showed significant contrast stasis. Pos t-procedure follow-up angiography at 6 months showed complete occlusion of the aneurysm and remodeling of the parent vessel. In addition, the superior division of the right m2 and right a1 segments were not visualized, but the patient remained asymptomatic. The patient did not require additional treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.